Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported output circuit damage was confirmed via bench and automated test equipment testing. Analysis of the noted arc mark found the presence of lead material, indicative of a damage lead. It is believed the reset were caused by the lead arcing.

Event description:
It was reported that the pt was called into a hosp after a shock. The pt was transferred to the heart ctr leipzig. The device was found in back vvi with high voltage therapy disabled. The device remains implanted.